Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Investigation conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 2 syringes of skinvive¿ by juvéderm®. That day, the patient experienced ¿occlusion and swelling¿ at the injection site. The patient self-treated that day with 320 mg of baby aspirin, massage, and a compress. The patient was also injected with 100 cc hylenex. The next day, the patient was given another 100 cc of hylenex and prescribed prednisone. The event is ongoing.